Event description:
The following has been reported: blood had exploded from the cassette while loaded in the device a preliminary review of the logs could not be performed. No sample or picture were available for analysis. Therefore, the customer reported issue could not be confirmed. Probable root cause could be related to air bubbles inside the administration which were not eliminated due to the administration set was not primed properly. The lvp does not "auto prime" the primary line. Based on the quick reference guide, the user must allow fluids to warm to room temperature before priming and infusing. Otherwise, the formation of bubbles (outgassing) may occur and cause air-in-line alarms. User also must add a check valve to decrease the build-up of air bubbles and reduce air-in-line alarms by keeping the fluid pressurized during the infusion. Another probable root cause could be related to a leak located somewhere in the kit. Without the sample it is not possible to determine the exact location of the leak. Current controls include 100% leak testing performed by a leak tester and 100% visual inspection of the unit at manufacturing lines. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR as a conservative measure. No adverse effects were reported.